Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data was collected and analyzed. Analysis of the data indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the rv lead integrity alert were met and that there was oversensing due to non-physiologic signals. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy from the right ventricular (rv) lead due to oversensing. Detections were turned off and the lead was subsequently capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.